Event description:
It was reported that "the most proximal locking screw missed through the targeter. Ended up leaving the screw out, using just one proximal screw."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement.